Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that an asymptomatic patient presented to the or. Prior to the procedure the patient presented to the clinic. An attempt to demonstrate the vibratory alert was unsuccessful; the patient could not detect the vibration. The device was advisory and approaching eri. The physician elected to replace the device. The device was explanted and replaced. No other malfunctions were noted. The patient was stable post-procedure. The device will be sent back to manufacturer for further analysis.